Manufacturer narrative:
(B)(4). Date sent: 8/29/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # a9eg32. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and in the next cycles, the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be damaged causing the feeding issues. In addition, fifteen (15) clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device did not have clip in applier. No patient consequences.